Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on (B)(6) 2016 the patient was found with a low blood glucose (bg) and emergency medical services were contacted. The patient was reportedly treated at home by paramedics and remained on the pump. The reporter stated that the alarm history and pump download indicated that the patient¿s bg at the time of the alleged incident was below 55 mg/dl. The reporter was unable to provide an exact bg value and there were no reported signs or symptoms of hypoglycemia. The reporter alleged an issue with the pump¿s audible tones, stating that the alarm history indicated the pump alarmed for the low bg but the patient did not hear the alarm. The reporter confirmed that all alerts were set to high and that the patient had not previously had any issues with the audible tones. This complaint is being reported based on the allegation that the patient experienced hypoglycemia requiring medical intervention associated with an issue with the pump¿s audible tones.